Event description:
It was reported that this single chamber implantable cardioverter defibrillator (ICD) is suspected of inappropriate therapy, atrial rhythm could not be reviewed. In addition, anti-tachycardia pacing (atp) accelerated the rhythm. After several shocks, the arrhythmia stabilized. This ICD remains in service. No additional adverse patient effects were reported.